Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revised right knee due to loosening and zimmer components were placed. The femur was grossly loose with the bonding of the femur to the bone cement. The residual cement was also removed fairly easily. There was no evidence of deep infection. There was some bone loss with removal of hardware. The tibial component came out relatively easily, consistent with some minor early lucency. There was fairly minimal bone loss and it was felt that augmentation was not needed or indicated. The screw (non-exactech) was removed without problem.

Manufacturer narrative:
The revision reported in the experience was likely the result an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.